Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, in a patient presented with a heavily calcified, type 1 bicuspid valve with a mean gradient of 75 millimeters of mercury (mmhg). A pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon. The delivery catheter system (dcs) was inserted and deployed to 80%. Under fluoroscopy and echocardiography, the valve frame appeared noticeably constrained with moderate paravalvular leak. The valve was recaptured and removed from the patient. An additional pre-implant bav was performed, citing concern that the nosecone may catch on the valve if it were fully deployed. After the second pre-implant bav was performed, a new valve was implanted without issue. A post-implant bav was performed with a 24 mm non-medtronic balloon. Following the implant, the incorrect serial number was registered to the patient. The serial number was corrected. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was returned in original packaging and jar filled with cloudy solution. All leaflets were slightly stiff yet flexible with signs of severe creases. As received, all leaflets were in a semi-closed position with a gap between the free margins. All commissures appeared intact. The valve was discolored showing evidence of blood contact with remnant bloody host material observed on the commissures. The valve was received in a partially crimped state with creases found on the tissue. There was no evidence of distortion or damage on the frame. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being in the received crimped state for an unknown duration of time. Due to the condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.